Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave gas loss in iab circuit alarm. No patient harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact details: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse exercised the iabp on a test catheter & patient simulator without issue. The fse observed that the service logs did record multiple "gas loss alarm in iab circuit". Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed as well. The fse was unable to duplicate any issue or failure with the iabp. It was then stated that several thousand fault codes of the following were recorded pointing to an issue with the front end pcb: fault code # 7 - an isolation digital signal processor (dsp) error detected by software and fault code # 67 - a failure communicating the correct voltage to the hydraulic blood pressure sensor. So, the fse replaced the front end. The fse then completed a full preventive maintenance (pm) with full calibration, functional testing and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. No patient harm was reported. The national repair center, after inspection of the board, observed white residue on the front end. Based on past experience, this residue is consistent with saline. " the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Due to the saline spillage on the board. The board will not be tested. Retaining the board in the nrc per procedure number 0002-07-d008 rev.aj.